Event description:
The hcp reported intermittent motor stalls and motor stall recoveries with a patient a long time ago. It was determined that their vns(vagus nerve stimulator) magnet was causing the stalls. Interventions, symptoms, drug and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).